Manufacturer narrative:
Product ID 3998, lot # v356914, implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a shocking or jolting sensation. Patient was getting shocked when their implantable neurostimulator (ins) was recharging. It was noted the representative checked the ins and thought there was a problem with the recharger. It was also noted the patient had a warm sensation in or around the ins pocket during charging. It was noted the patient felt the sensation during their last recharge attempt and it was "burning like crazy." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.